Event description:
Developed septic arthritis after a synvisc injection 1 day later resulting in a hospital stay arthroscopic surgery and treatment with IV antibiotics for 5 weeks. Had multiple injections with synvisc over previous years without a problem. (B)(6) 2018. Strength: 20 ml millilitre(s). Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Do you still have the product in case we need to evaluate it? Yes. Date the person started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product? (Such as what condition was it supposed to treat): arthritis.